Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and could not duplicate the reported malfunction. No parts were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator graphic user interface (gui) top display was blank. There was no pt involvement.